Manufacturer narrative:
As a result of an FDA inspection conducted in jan 2020, exactech, fei (B)(4), has committed to remediating 3 years of complaints (2017-2020). This MDR is being submitted as part of that remediation. According to the information provided, the reported device is expected to return. The device was not available at the time of this investigation; however, an image was provided that confirmed the failure reported. Therefore, the physical device is not needed to perform the engineering analysis on this complaint. If the device were to return, the complaint file will be updated to log the date the device has been returned, and the part will await assessment for possible rework/repair/scrap. The investigation task will not need to be reopened. Previous investigation complaint numbers: previous investigation. Findings: the reported fractured impactor face appears consistent with material degradation due to normal use and subsequent sterilization cycles. Rmr review: the rmr and racr for this instrument, rmr-00039 rev ¿ and racr-00051 rev -, were reviewed. This risk is captured. However, the racr is being updated under dcrsp-19-527 to capture an appropriate harm for the hazardous situation. Most likely underlying cause: based on similar previous complaint investigations, the fractured impactor face reported was likely the result of material degradation associated with years of normal use and subsequent sterilization cycles. IFU 700-096-181: instrument inspection, visually inspect the instruments for damage such as fractures; cracks; gouges; deformation; burrs; discoloration, corrosion, or rust; excessive component wear; nicks on cutting surfaces, missing or loose components; blockages in cannulae, cleaning holes or other cavities that cannot be removed via standard cleaning; worn or difficult to read markings/engravings; or other apparent damage. Check the function of mechanisms by actuating any levers, knobs, switches, connectors, sliding features, hinges, or other mechanical interface features. Ensure smooth operation of these features over their functional range of motion. If damage, wear, or non-functioning/poorly functioning mechanisms are found, do not use the instrument, and contact the sales representative or customer service for disposition. IFU states: the surgeon shall become thoroughly familiar with the technique of implantation of the prostheses by: (1) appropriate reading of the literature, and (2) training in the operative skills and techniques required for surgery, and (3) reviewing information regarding use of instrumentation. It is a clinical standard of practice in the operating room that all instruments should be visually and functionally inspected before use, these guidelines are from standard association of peri-operative registered nurses (aorn) guidelines. Surgeons are to be familiar and knowledgeable with all instrumentation, devices and proficient with surgical techniques. This device is used for treatment not diagnosis. Based on review of all available information, there is no evidence to reasonably suggest the reported event is related to any manufacturing issues or design issues. There is no reported patient adverse event from the broken device.

Event description:
It was reported from the us that during an orthopedic surgery the impactor broke. When impacting the final femoral component, the back plastic piece chipped off from the impactor. The instrument can no longer hold a femur. This did not lead to injury of a patient or user, nor were any parts of a broken device/device fragments left in the patient. Multiple email requests were sent to the contacts for additional information. No additional information was provided by the contacts related to this event.